Event description:
It was reported that "during a surgical procedure a tiny flash and/or fire was noted on the distal tip of the es blade electrode. There was no patient injury and the procedure was not altered.